Event description:
It was reported that the patient presented with noise over-sensing in the right atrial (ra) lead. During remote follow-up, it was verified that the noise as external. Automatic mode switching (ams) episodes were noted due to the external noise. No intervention was performed. The patient is in stable condition.